Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to fluid in the past and had a blank screen and did not turn on after changing the battery. The customer also reported that the buttons and keypad were unresponsive. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for the blank display, the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the moisture damage as the customer declined further troubleshooting. Troubleshooting was not performed for the keypad anomaly. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was powered on properly and downloaded successfully using thump; however constant critical pump error (open book image) alarm appeared during the troubleshooting investigation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Isolate to the electronic stack. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, and scratched case. In conclusion, the critical pump error (open book image) alarm was confirmed due to moisture damage at the force sensor trace on pcba 1, isolated to the electronic assembly. However customer's concern of blank display was confirmed. Customer's allegation of a keypad intermittent button response was found to be unknown due to the critical pump error (open-book) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.